Manufacturer narrative:
Correction to the initial report. Additional information was requested from the user facility regarding the event where no information was available on the name of the therapeutic procedure. The malfunction was noted at inspection for use prior to the procedure. There was a five minute delay in exchanging the subject device with a like device. The substitute device information was not made available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event could not be confirmed, a definitive root cause could not be determined. However, it is likely that the event was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The following is included in the instructions for use (IFU): "confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive on bending section cover has a chip, bending section cover has a scratch, switch button one has a scratch, control unit has a scratch, angulation lever has a scratch, up/down, right/left plates have a scratch, light guide connector has a scratch, light guide cover glass has a scratch, grip has a scratch, and video connector has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had overexposure, in-use lines appear with error display, due to damage on the charged coupled device, the monitor shows a black screen with no image. (It may return to normal at times.). There was no report of patient harm or user injury associated with this event.